Event description:
A patient reported the device is not working because she's having a return of symptoms and she has to go to the bathroom all the time since 2016. The patient noted they would be sitting and then she would suddenly have to go to the bathroom and have difficulty getting to the bathroom. The patient noted she uses pads now. The patient stated she had tried to use the programmer to turn up stimulation up, but it wouldn't let her. It was found the therapy is not on. The patient turned the therapy on. This situation was not resolved. The patient was able to turn the therapy on and stimulation from 4.0v to 4.5 v where she felt stimulation comfortably. The patient noted that when she turned stimulation up it would sometimes be uncomfortable, but when she turned it down the uncomfortable sensation was resolved. The patient noted she had only seen her doctor twice since she got the device and she saw the manufacturer representative (rep) more than her doctor. The patient noted the symptoms to be gradual in on set. The patient also mentioned that she's taking medication that is supposed to help with her bladder, but it doesn't help her and she needs to go back her healthcare professional (hcp). The patient also noted she has her interstim on her right side and another simulator on her left side for her restless leg syndrome and just turns it on when its bad, but doesn't use it all the time. The patient noted the pain simulator was also used for peripheral neuropathy and it kind of helps out a little bit with but she is fine with legs. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.